Event description:
During the removal of port, catheter was noted to have separated from reservoir. There was no appearance of tail clot, therefore separation appears to have happened prior to or. Pt required 2nd procedure in cath lab to snare loose catheter. No injury other than groin incision site for removal. Blood flowing back into sheath. Balloon ruptured.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.